Event description:
Pt and her husband confirmed she uses 1 wick per day and has 10 on hand. Pt stated she had stopped using pw due to uti she recvd when she first started using system but did not have any questions/concerns on the items. Placed so (B)(4). It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt and her husband confirmed she uses 1 wick per day and has 10 on hand. Pt stated she had stopped using pw due to uti she recvd when she first started using system but did not have any questions/concerns on the items. Placed so 1197655. It's unclear if lot number was requested. \ used with female wicks. \ unclear if medical intervention was provided.\ no additional information provided.